Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that when they used a remote for the patient's hearing aid, the patient reported their ins turned off. The rep reported that the hearing aid remote transmits at 900 mhz and it was being held in the patient's hand at the time - about a foot away from the patient's ins. The rep reported that they didn't have their patient programmer with them at the time. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient did not getting a hearing aid as a result of the issue because it scared them, with the issue resolved as a result. No further complications are anticipated.